Event description:
Company representative reported on behalf of healthcare professional "sterile packaging (...) Adheres to the non-sterile packaging, making it challenging to pass the product to the back table and raising concerns about contamination". This record is for a unknown side. Device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "sterile packaging (...) Adheres to the non-sterile packaging".

Event description:
Company representative reported on behalf of healthcare professional "sterile packaging (...) Adheres to the non-sterile packaging, making it challenging to pass the product to the back table and raising concerns about contamination". This record is for a unknown side. Device was implanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ tyvek or thermoform sticking: observed thermoform sticking. No further actions are required since no issue in the manufacturing of the device is observed.